Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-17, additional information was received from the patient. The patient further described the pop as "very loud, like a champagne cork". The patient has had an increase of pain and "no one at the hospitals will even touch me with [the pump] in". The patient had been to the emergency hospital 5 times, but did not have insurance so they could not see a physician. The patient also noted they had moved and did not have a managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt (ziconotide) with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported 3 to 4 weeks ago ((B)(6) 2018) the patient bent over to pick something up off the floor and they felt a "pop" in the stomach. It was noted after that the patient's pump kept flipping and turning and it did not sit flat anymore. The patient noted they moved and don't have insurance. The patient reported burning on the private area and not feeling the medicine. The patient went to the emergency room (ER) 4 times since (B)(6) 2018, since moving. The patient went to the hospital last week ((B)(6) 2018) for a migraine and headaches. It was noted the hospital did not have a healthcare professional (hcp) for the pump. The patient stated they had pain on the lower back and the pump was poking and stabbing in the stomach. The patient felt the poking when sitting. The patient stated they need to get a refill in (B)(6), but they have not heard a beep and the pump was not beeping. The patient stated they need someone to check the pump as the patient cannot sleep, is in pain, and their anxiety was out of control. It was noted they increased the patient's medication from 3 to 4, and they told them it would all and then once or twice a day. The patient reported there was a peep hole on the incision area on their stomach and it was turning black and nobody would do anything at the ER. The patient was to follow-up with hcp for more information. It was noted the patient was crying and disconnected the phone. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-12, additional information was received from the patient. Clarification was requested regarding the pop the patient felt. The patient stated, "my pump flipped over wile bending down felt the pump flip and it was standing straight up, not laying down. It felt like medicine was pouring down my stomach then to vaginal area". The circumstance that led to the pump flipping were, "I was trying to clean my tub and I stood up, it popped. This was in september. I believed it was ok to resume regular chores". The pump flipping and symptoms have not been resolved as the patient no longer has insurance. The patient's pain was "bad most days, I can't stand for more than 10 minutes at a time, headaches, not able to sleep".